Event description:
It was reported that during a selenia dimensions procedure on april 14th, the customer is reporting that during inspection, found vta bolt missing. A field engineer examined the system and replaced the vta. No patient or staff injury reported. The system met the manufacturer´s specifications.